Event description:
Customer reported testing her sugar and self-dosing with insulin off of the obtained reading (customer does not remember this reading), which resulted in loss of consciousness. The paramedics were called and upon arrival obtained a glucose reading of 395 mg/dl on customer's freestyle freedom lite meter and a reading of 22 md/dl on their meter of unk brand. She further reported being transported to a local hospital where she got diagnosed with hypoglycemia and treated with 5% dextrose and food. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.